Event description:
The pt experienced a shocking/jolting sensation at the implantable neurostimulator location. There was no known accident or incident related to the event. Movement caused the stimulation to change. Impedance measurements were normal. The pt status was reported to be "fair". Additional troubleshooting was recommended. Additional info has been requested from the hcp, a follow-up report be sent if additional info becomes available.

Manufacturer narrative:
.